Manufacturer narrative:
Customer reported that a pyxis anesthesia es system shut down unexpectedly, this caused a delay to patient care. There was no reported patient or user harm. This event is recorded on complaint number (B)(4), technical support center evaluated the device and found no errors.

Event description:
Customer reported that a pyxis anesthesia es system shut down unexpectedly, this caused a delay to patient care. There was no reported patient or user harm.